Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and non boston scientific left ventricular (lv) lead exhibited loss of capture (loc) on the presenting electrogram (egm) along with a high out of range pace impedance measurement. Technical services (ts) noted the non boston scientific right ventricular (rv) lead shows capture so the patient has pacing support. This lv lead remains in service. No adverse patient effects were reported.